Event description:
This case was initially received via regulatory authority (ansm, reference number: r1815839) on 18-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("intimately mutilated") in a (B)(6) female patient who had essure (batch no. 946765) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2016, 4 years 1 month after insertion of essure, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('intimately mutilated') in a 48-year-old female patient who had essure (batch no. 946765) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced adverse event (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: this case was identified as duplicate of the case (B)(4) and will be deleted from argus. All information was transferred to the remaining case ((B)(4)) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("intimately mutilated") in a 48-year-old female patient who had essure (batch no. 946765) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.